Manufacturer narrative:
Corrected data. B3 corrected/updated.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was determined to be patient condition due to calcification in the groin, abdominal bulge, and aortic arch calcification.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was attempted to be implanted with an impella cp for mechanical circulatory support. It was reported that there was an attempt to use impella cp for non-passing low ef, lm-related lesions, but difficulty in insertion in the usual way due to inguinal calcification, abdominal aneurysm, and resting calcification. Replaced it with another hard wire and tried to pull the pigtail part with a snare, but could not insert. Pci enforcement without impella support. There was no reported patient harm.